Event description:
The pump was filled with baclofen in september. The pt started to experience more stiffness, spasms and coughing when sitting. The symptoms improved if the pt lied down. The pt was in a group home, no procedure was done. Add'l info received three months later, reported the pt had surgery and the system related problem was solved. No info on the reason for surgery or the nature of the device problem was provided. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4) stiffness, cough, orthostatic symptoms - (B) (4).